Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly programming settings).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 570mg/dl with polydipsia. The patient contacted the healthcare professional and was given treatment advice over the phone. The patient was treated with insulin via injection. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match, variation due to known cause. The patient set the basal/temp basal setting incorrectly. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in incorrectly programming settings.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/22/2015 with the following findings: the black box data on the date of complaint (B)(6) 2015 has been overwritten. Tdd totals on date of complaint (B)(6) 2015 match the user's programmed segment. Unable to confirm inaccurate delivery on date of complaint. Accuracy testing was performed on the pump and no delivery defects or malfuntions found. A review of the current tdd history and basal history adds up correctly to the current basal segment programmed by the user. No eaw¿s in the alarm history indicating an interruption in delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).